Event description:
Customer called to report that the insulin pump was alarming when she was attempting to deliver a bolus. Caller advised that the numbers ramped up on their own and would not stop. I advised that the insulin pump will be replace and a new one will be sent out for delivery to the shipping address on a next day. I advised caller to remain on back-up plan until replacement arrives.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.